Manufacturer narrative:
Batch review performed on 6 june 2024. Lot 2307538: (B)(4) items manufactured and released on 08-aug-23. Expiration date: 2028-jul-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Other devices involved: reverse shoulder system 04.01.0171 glenosphere 42xø24.5 (k170452) lot 1811896b: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery was performed about 2 weeks after the primary surgery due to dislocation (liner-glenosphere). All components revised.